Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the hospital with a driveline power fault on their system controller. The system controller was exchanged and no more alarms appeared.

Event description:
The patient did not experience any symptoms or adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline power fault was confirmed via log file analysis. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Analysis of the log file retrieved from the returned system controller captured data on 27mar2024 at 7:28:56 to 8:25:26. Driveline power fault alarm events relating to the power a fault code were captured. The system controller's ability to operate the pump at the set speed was unaffected during the alarm events. The driveline was physically disconnected at 8:24:21 and the system controller was put into sleep mode shortly after. These events appear consistent with the reported system controller exchange. A root cause of the driveline power fault alarm captured in the log file could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.